Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was a loss of capture noted on the left ventricular (lv) lead due to alleged lead dislodgement. The dislodgement was not confirmed with imaging. The device was reprogrammed to resolve the event and the patient was in stable condition.